Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken, the output connector assembly was broken and it was replaced. It was further noted that the generator received the updated battery contact design as per instructions affiliated with the existing field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.